Event description:
It was reported by the plaintiff's attorney that on or about (B)(6) 2007, the plaintiff was implanted with an ams monarc to treat pelvic organ prolapse and/or urinary incontinence. The plaintiff's attorney alleged that the "plaintiff began experiencing bleeding, infections, pain, pain with sexual intercourse known as dyspareunia, and urinary problems some time after implant" and the "plaintiff continues to receive medical treatment and is anticipated to undergo further medical treatment." The plaintiff's attorney also alleged that the plaintiff "has sustained and will continue to sustain severe and debilitating injuries, serious bodily injury, mental and physical pain and suffering" and "severe and debilitating pain, mesh erosion, exposure/extrusion/protrusion, infections," "bladder problems and bowel problems and other severe adverse health consequences."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.